Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the buttons on the front panel and keyboard did not function, caused by a faulty printed circuit board. In addition, a previous version of the current device software was discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported that the front panel and keyboard were not functioning on their evis exera iii video system center. There were no reports of patient harm.

Event description:
The reported event (front panel and keyboard were not functioning) occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. The information included in b5 and g2 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the buttons on the front panel and the keyboard did not work due to faulty printed circuit board (cp board). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.